Event description:
It was reported that the device had reached eri (elective replacement indicator) and at the time of generator replacement the device was at a depleted condition with no telemetry. It was noted that the device was at normal eri but deferred replacement for an extended time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed that the returned device indicated shorting/low impedance in the battery.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.